Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 500 mg/dl. Customer was placed into emergency room because of high blood glucose. The customer experienced symptoms related to high blood glucose like nausea and dizziness. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined to troubleshoot for high blood glucose reading. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged visit to emergency room for high blood glucose found on (B)(6) 2021. Also, on (B)(4), svn#: (B)(4) - customer returned insulin pump for an alleged insulin pump and sensor communication anomaly found on (B)(6) 2021 and on (B)(6), svn#: (B)(4) - customer returned insulin pump for an alleged no delivery/insulin flow blocked alarm found on july 22, 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08665 inches. The insulin pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or connection anomalies were noted during testing. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. There was no delivery/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on 07/21/2021 22:35:42.000, 07/21/2021 22:43:36.000, 07/21/2021 22:45:01.000, 07/21/2021 22:46:47.000, 07/21/2021 22:48:09.000 during manual bolus delivery. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 milivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm was not confirmed. Insulin pump and sensor communication anomaly was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.